Event description:
It was reported that the zimmer meshgraft ii was not cutting properly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/14/1984 and was last repaired on 11/16/2012. Evaluation of the device determined that the side plate screws were bent. The device produced an acceptable test mesh. Prior to repair, the device was within calibration specifications. The cause of the reported event could not be determined. The device was serviced and returned to the customer.